Manufacturer narrative:
Title: obstruction of a percutaneous pulmonary valve by an aspergillus mycotic thrombus mimicking massive pulmonary embolus citation: ann thorac surg 2012;94:e5¿6 authors: bahaaldin alsoufi, md, mansour al-joufan, md, ahmad al-omrani, md, and ziad bulbul, md. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether this event has been previously reported. (B)(4).

Event description:
Medtronic received information via literature review that a (B)(6) male patient with a history of surgical repair for congenital heart disease underwent successful implantation of a medtronic melody bioprosthetic valve (serial number not provided). Approximately 10 weeks post-operative the patient presented with weakness and severe shortness of breath which required intubation. An echocardiogram revealed a severely dilated right ventricle with poor systolic function, severe pulmonary stenosis with no flow seen to main and branch pulmonary arteries (pa), and moderate tricuspid regurgitation. A computed tomographic chest scan showed a large thrombus obstructing the main pa and proximal branches mimicking a saddle embolus. During emergency surgery the patient had acute hemodynamic deterioration and cardiac arrest requiring cardiopulmonary bypass with femoro-femoral cannulation. Once the sternum was opened a significant inflammatory mass around the right ventricular to pulmonary artery (rv-pa) conduit was identified, and the conduit itself was noted as disintegrated. The conduit and the large thrombus was removed. Rv-pa continuity was established with a 27-mm cryopreserved pulmonary homograft. Gross inspection of the explanted specimen showed a 3.3 cm by 2.2 cm thrombus, microscopic examination showed morphologic features similar to aspergillus species, and cultures were positive for aspergillus fumigatus. A postoperative 6-week antifungal treatment was initiated. At one year there was excellent cardiac and systemic recovery. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.